Event description:
After an implantation period of approx. 53 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2019 the right ventricular pacing impedance was recorded initially at approximately 400ohms before it rose abruptly onto approximately 600ohms in the end of the recording period. The available iegm episodes showed artefacts in the right ventricular channel as well as inappropriate ICD charges and shocks, as indicated in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.